Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodged outside the patient occurred. A 4.00x24mm promus element plus drug eluting stent was prepared prior to the procedure. It was noted that the stent came off the delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.